Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, lot#: unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported bleeding through the bandage. Patient further reported that they had their bandage replaced and their lead was broken and that their programmer showed maximum setting and could not go further. No further complications were noted or anticipated